Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: there is no visible damage to the keypad. The contrast button was intermittently unresponsive. The up, down, and ok buttons responded appropriately. Removed the keypad and found contamination under all button contacts. There was a small tear in the bolus button. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The bolus button responds properly. There was no moisture seen from behind the display lens. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found evidence of moisture inside of the pump.